Manufacturer narrative:
The customer provided data for a third patient sample with discrepant troponin t results. The third patient sample initially resulted in a troponin t value of 87.5 ng/l and it repeated as 14.3 ng/l. The sample was re-centrifuged, decanted into another tube, and repeated, resulting in a value of 14.3 ng/l. Calibration signals were below expectations. Quality controls were within range prior to the event. A general reagent issue can be ruled out as controls were acceptable. Upon review of the alarm trace, 9 sample foam detection alarms and 2 sample short alarms occurred on (B)(6) 2024. A sample clot detection alarm was observed on (B)(6) 2024. The samples were centrifuged at 2500 g for 11 minutes. The tube manufacturer recommends centrifugation at 1300-2000 g for 10 minutes or 3000 g for 5 minutes. The investigation did not identify a product issue. The issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Calibration signals were below expectations. Quality controls were within range. A general reagent issue is not present since controls run prior to the event are within range. Upon review of the alarm trace, sample foam detection and sample short alarms were observed on (B)(6) 2024. A sample clot detection alarm was observed on (B)(6) 2024. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample initially resulted in troponin t values of 52.2 ng/l and 70 ng/l. The sample was decanted and centrifuged, then repeated two more times, resulting in values of 37.5 ng/l and 37.7 ng/l. The second sample initially resulted in a troponin t value of 23.2 ng/l on 10-mar-2024. The sample was repeated, resulting in a value of 18.1 ng/l. The sample was also decanted, centrifuged, and repeated, resulting in a value of 17.7 ng/l.